Event description:
It was reported that during a laparoscopic gastric bypass, on the fourth firing, the doctor noticed the tissue looked like it milked forward out of the stapler, he continued firing. When he inspected the staple line, the device had cut the half line and the rest was a mass of staples, some malformed. They used a like device to resect the bad staple line. There was no patient consequence and the operating time was extended by thirty minutes.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.